Event description:
Reporter indicated that patient and caregiver presented for an office visit where caregiver stated that the patient magnet was no longer stopping the patient's seizures as it used to. A subsequent system diagnostics test performed revealed high lead impedance indicating a possible lead malfunction. X-rays were then taken and sent to manufacturer for assessment. Review of the x-rays noted no anomalies. Reporter later indicated that patient underwent replacement surgery of the lead. Good faith attempts to obtain further information, and obtain explanted product, have been made.

Manufacturer narrative:
X-ray assessed by manufacturer. X-ray assessment yielded no visual anomalies with patient's vns therapy system. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.